Manufacturer narrative:
(B)(4)

Event description:
The pt was very thin. The implantable neurostimulator rubbed against the pt's ribs, causing pain. It was decided to replace the device with a smaller device and reposition the lead to provide better coverage. During surgery, the hcp removed the set screw in the connector block of the stimulator, but was unable to remove the extension. The lead was unable to be moved. The lead was able to be repositioned. The pt recovered from surgery and was happy with the results.